Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection noted multiple kinks on the sheath. The sheath was also found worn at 38.5cm distal from the strain relief. Additionally, 9.3cm proximal to from the distal tip, the sheath was worn and torn, and the coil was stretched for majority of the length from the handshake connection to the burr end.

Event description:
Reportable based on the device analysis completed on 24nov2025. It was reported that the device kept showing stall. The target lesion was located in the left anterior descending artery (lad). A 1.50mm rotablator rotalink plus was selected for complex ptca with rotablation. During the procedure, the device kept showing stall. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable after the procedure. However, device analysis identified the sheath was torn, 9.3cm proximal from the sheath's tip.